Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. 1- two ria reamer heads broke when the doctor performed the milling in the medullary canal. 2- during the procedure, the specialist used one of the olive guides to cut it and left it inside the bone of the patient with cement with antibiotic. 3 - at the time of disassembling the ria system for washing, it was evident that a part of the reamer was between tree of the milling kit, this was not able to be removed. The surgery was successfully completed, without alterations in surgical times. There were affectations to the patient, since when taking the x-rays, it was evident that fragments of the drills remained in the spinal canal, however the condition of the patient during and after the end of the surgery was stable and without any additional setback, because of what happened.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. G4: device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that 352.033, synream reaming rod ã¸2.5 long l1150 has foreign substance. The observed condition is likely caused due to cleaning/sterilization. The photo investigation revealed that 352.033, synream reaming rod ã¸2.5 long l1150 was embedded. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the synream reaming rod ã¸2.5 long l1150 would contribute to the complained device issue. Based on the investigation findings, potential cause traced to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.